Event description:
Boston scientific received information that this right atrial (ra) lead was unable to capture at max outputs. Additionally, the pacing impedance measurements were 100 ohms. A revision procedure took place and the ra lead was surgically abandoned. A new ra lead was successfully placed. There have been no additional adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.